Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination the keypad was noted to be peeling along the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow button had intermittent response. The remainder of the buttons responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen and a cracked battery case, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and ok keypad buttons required hard presses to elicit a response and were intermittently hyper responsive. The patient denied any evidence of moisture in the pump or any damage to the keypad. The patient reportedly wore the pump outside a garment and cleaned the pump with a damp cloth. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.